Event description:
It was reported that the customer experienced an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the caller through a pump reset, which resolved the issue as the error did not recur afterwards.